Event description:
A patient death was reported that was implanted with an implantable cardioverter defibrillator. Information identified in the paperwork indicated the patient died and there is no information regarding the date of implant of the ICD system. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Model number d234vrc is not approved for distribution in the united states; however, it is in the same brand family as a device marketed in the u.s. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4). The device was not returned to the manufacturer and will not be evaluated.

Event description:
It was later reported that the patient death occured between 2012 (B)(6) and 2012 (B)(6) and was classified as a natural death.

Manufacturer narrative:
Additional information was received via the death certificate with the cause of death.